Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported undetected upstream occlusion which were reproduced. Evaluation found the device failed testing at the 10 ml/hr rate. This indicates that the pump failed to detect an upstream occlusion within the specified timeframe of 17 minutes at the 10 ml/hr rate. The cause was found to be out of specification lower fluid numbers and continuity across the pins. The failed ultrasonic sensor was replaced. (B)(4).

Event description:
During baxter's evaluation of a spectrum pump, the device failed to detect an upstream occlusion. There was no patient involvement.